Event description:
It was reported that the right atrial (ra) lead exhibited noise and inhibition of pacing. The lead was reprogrammed. Subsequently, approximately two weeks later, the lead was removed and replaced due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-50 x3 lead, implanted (B)(6) 1996; 5866-38m x2 lead, implanted (B)(6) 2014. (B)(4).